Manufacturer narrative:
One non-sterile sv guidewire was returned for analysis. The distal coil was found unraveled and stretched. Neither the core wire nor the coil was found fractured when observed under a microscope. Dried blood residues were present on the coil. A review of the manufacturing records could not be completed because the lot number was not provided. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that vessel/lesion characteristics likely contributed to the event. Cordis steerable guidewires are contraindicated for use in chronic total occlusions. No actions will be taken at this time.

Event description:
During a (pta) percutaneous transluminal angioplasty procedure, the physician was trying to access a stenosed stent in the anterior tibia by crossing a (cto) complete total occlusion with our sv-5 503558x wire. As the physician reached the cto he looped the wire and pressed forward, began to pull the wire back and noticed that the wire tip wasn't moving. The tip of the wire was uncoiling. There was no resistance while pulling back and the wire was taken completely out of the patient. The wire information was discarded. Additionally, it was reported that the stenosed stent was a non-cordis product. The product looked normal when it was taken from its packaging. Prior to inserting in the patient, the distal tip was not reshaped. There was no unusual twisting or torquing of the device during the procedure. The user indicated that they believed looping the distal tip contributed to the distal tip unraveling because this didn't happen before. Nothing was done pre or intra-procedure that may have contributed to the event. A sheath was the other device used with the wire. Other than the reported event, no other damages were noticed on the guidewire. The product will be returned for analysis.